Event description:
It was reported that the patient has issues charging their implant for probably a couple of months. Patient stated they are getting a message that says cannot continue install medtronic battery pack when attempting to charge their implanted neurostimulator. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Patient re-inserted the battery and confirmed green light was flashing above the screen. Patient confirmed no visible damage to the controller battery compartment, battery pack, controller port, or to the recharger. Patient unlocked the controller and reported seeing no device found. Patient then connected recharging antenna and confirmed seeing batteries low, replace the controller batteries soon (70). The issue was not resolved. A replacement recharger was sent out. Patient called back in and stated that he received the replacement rtm cord but he is still getting the same message - "install the medtronic battery pack" pt verified he does have the li battery inserted. Patient service specialist (pss) is sending a request to repair for the controller. Case opened to send em ail to repair department to replace controller. Tss got call from patient who said they never received controller. Tss saw the agent on the case never sent the email to repair to get controller sent to pt. Tss sent email to repair to request replacement controller. Tss called pt back and provided tracking number to pt. Agent reopened reassigned case to send follow-up email to repair for recharger and added secure note with serial number info. Patient was with rep who called on their behalf. They had met with the patient today because they hadn't been able to charge their ins since sometime last week. They had been trying to progress through passive recharge mode with connectivity numbers in 80s-90s for about 40 minutes. While on call, they briefly thought they saw the battery screen, then immediately went back to 'try again' and made them start another passive recharge cycle. Patient said they just had the recharger replaced last week. Patient said they had been able to charge the ins once with the replacement controller. No visible damages to equipment and confirmed patient was using the replacement recharger. Called back stating that the recharger was replaced and the controller was replaced twice, however the equipment was still not connecting to the ins to recharge the ins. Rep said that no device found kept appearing when the pt was trying to recharge the ins. Rep said that they had pressed try again and recharger like 15-20 times and spent over 45 minutes of trying to recharge the ins, however the issue was not resolved. Rep said that the pt hadn't used the ins for a few months so they assumed that the ins battery was depleted. Agent reviewed passive recharge mode with the rep. Rep asked if the recharger had to stay in place over the ins during passive recharge mode and if the pt should be letting the equipment continue in passive recharge mode or do something else with the controller during that time. Agent reviewed requested information with the rep. Rep said that the pt took the equipment off, so they would call the pt and ensure that the pt kept the recharger in place over the ins while going through passive recharge mode. Agent advised the rep to have the pt call ps if further assistance is needed. Pt called back regarding charging issue in this case. Pt said they had been having troubles charging and had been trying to charge this morning, but then software problem came up (1-intellis, 2-3.6, 3-58, 4-qf_new). Agent had patient reset controller and after reset, the controller turned on like normal. Agent had patient attempt to try and charge the implant again and had to enter passive recharge mode (middle number 95). Patient said they were going through this morning when they saw that message. Patient attempted to go through passive recharge on the call but was not able to progress charging. Agent reviewed to follow up with rep in person and to have rep call into tech while meeting with patient for further assistance if needed. Rep and pt called back and said pt is still unable to recharge. They have done 7 prm cycles and it still wont pick up and charge ins. Rep said the high number is 94, and said ins hasn't moved or flipped. They said they don't think the equipment is the issue since both components are new. Walked pt through prm again, and they hit recharge and got 93 for the high number. Consulted with tech services and warm transferred caller. Ts worked with rep to finish the 2nd prm cycle and initiate a 3rd prm cycle which did not bring back the ins yet. Tried to disable/re-enable the device which also did not result in communication to the ins. Tried a 4th prm cycle and another disable/re-enable device step and still getting device not found. Tried talking to the ins with tablet, found that the ins is at 90%. Tried a trial controller which would talk to the ins without the rtm with the controller placed directly over the ins. When rtm is connected to the fa controller, they would see no device found. Rep went back to the pt's controller and was seeing the same thing of device not found with and without the rtm attached. Rep is going to loan pt the fa controller so pt has something to use to allow pt to have stimulation. Ts will order a replacement rtm and controller for patient. Sent email to repair for replacement rtm and controller. Closed case. Rep called back stating the pt received the replacement items but the pt is not able to connect and rep requested to speak to ts. Agent transferred. Technical services spoke with rep today to discuss pt's current situation of the replacement rtm and controller are not working for the patient, along with the controller that was provided to the patient for temporary use until replacements could arrive. Technical services reviewed case with ts scs team lead today who will take ownership of the case. Ts sent email to rep to inform of next steps and to ensure patient is not using old equipment. Closed case. Additional information was received from a patient's representative (pt rep). It was reported that the mdt rep had "kinda threw in the towel" and said a different technician would be in contact and the patient had heard nothing in days and days. Agent confirmed via serial number that patient was not using old equipment and patient confirmed they were still seeing no device found when attempting to connect to implantable neurostimulator (ins). Patient stated they had last tried to a connect a couple of days ago. Caller stated patient is in pain. Agent reached out to technical services (tss) for instruction moving forward and will call patient rep back. Tss reviewed with caller that the controller unit that communicated (alone) with pt's ins was intermittent communication and had to be right up against ins pocket. This was also true with tablet telemetry - they had to have communicator right up against ins pocket to maintain tablet session. Tss following up with engineering to review next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per mdt rep, pt having cardiac issues (unrelated to scs system) and so they are waiting for those issues to be resolved before pursuing replacement of the ins.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H1 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon following up with manufacturer's representative regarding what actions/interventions were taken to resolve the issue of not connecting to recharge the implantable neurostimulator (ins), they stated patient is currently undergoing some medical concerns and will follow up once those are resolved. When asked about if the issue is resolved, representative stated currently not resolved. It was also mentioned an explant date is not scheduled. Re opened case to reassign it and request tracking info via email from rep as explanted ins being sent back today. Mdt rep sent email with fed ex tracking # on explanted ins. Caller responded to clarification around timing of sending back ins. Ins should arrive at mdt on tues, jan 28 per fed ex site.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID# 97715, s/n:(B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis found the antenna coil was electrically open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Upon following up with manufacturer's representative regarding what actions/interventions were taken to resolve the issue of not connecting to recharge the implantable neurostimulator (ins), they stated patient is currently undergoing some medical concerns and will follow up once those are resolved. When asked about if the issue is resolved, representative stated currently not resolved. It was also mentioned an explant date is not scheduled.